Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system experienced an infection of the sternal incision and the device pocket. The s-ICD system was explanted as a result. Cultures were taken and it was confirmed that the infection was due to (B)(6). The patient was treated and discharged two days post-explant. No additional adverse patient effects were reported.